Event description:
The customer contact reported folded or kinked tubing; subsequently, irregular drop flow of IV fluids was noted. The tubing set was being used to deliver an unspecified rate. After an unspecified length of time, the customer contact reported that irregular drop flow of IV fluids was noted. It was reported that a kink was noted at an unspecified location of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. The customer contact indicated that the tubing was very soft and can be easily kinked. In addition, the customer contact reported that the folded part of the IV line could be due to the transfer of products from one place to another. No specific details were provided. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. : the info on reprocessing of the device was requested of the international affiliate; however no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.